Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open transverse colectomy, during the stapling of the linear anastomosis, there was a poor staple formation. There was significant bleeding on staple line which caused hematoma. The staple line was resected and re-stapled. The surgeon had to remove an additional section of bowel and the ileo cecal valve to finish the operation. The surgical time was extended for 30 minutes or more.